Event description:
It is reported that the pt developed a one (1) cm external ulceration with bleeding to the anus associated with the fms being in place after six (6) to seven (7) days. It is further reported that device was inserted related to secondary to liquid stool and open wounds to sacrum and perineum areas. Lastly, the device was removed resulting in no untoward effects to the pt and resolution of the bleed within one (1) day after removal.

Manufacturer narrative:
Based on available info, this event is deemed to be a serious injury. The pre-assessment results or amount of fluid instilled in the balloon was not provided. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific mfg site. Both potential mfg site numbers are listed below. A return sample for eval is not expected. Reported to FDA on july 31, 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.